Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device but observed biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported capsular contracture, baker grade IV via medical reports. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Event description:
Healthcare professional reported later reported left breast showed the presence of two hypoechogenic nodular formations. Record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. ¿ yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.